Event description:
It was reported that the cstat 3000 will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the cstat pc. Replaced the pc. The system was tested and found to be working as intended and placed back into service.